Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3.2 was not closing properly. The field service engineer found that the half-height drawer rail was failing, and the drawer was pulling out too far. The fse then removed the old drawer assembly and replaced it with a new drawer, updated the firmware, and configured the new drawer in the station application. The fse then tested it in the hardware testing application and verified that the drawer was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 3.2 was not closing. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.